Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with blood glucose over 400 mg/dl. Customer reported that the pump/supplies were related to hospitalization, but could not provide specific reason and could not recall the cause for elevated blood glucose. Customer declined to provide additional information regarding the event as the customer did not remember anymore information.